Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a primary right tha performed approx. 20 years ago. The patient has an srom stem and an srom cup. The patient needed a head and liner exchange according to what the surgeon told me. The surgeon took off the 28mm +6 metal head, and then removed 2 screws that was holding in the poly, then he removed the poly. The surgeon implanted a new liner 32 +3 10 degree, along with 2 locking pins, and a 32 +6 head. The surgeon was happy with the stability and leg lengths. Doi: approximately 20 years ago. Dor: (B)(6) 2020; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.